Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's machine was not working. Patient stated when she turned stimulation off, she could still feel it in her. Patient stated she tried toggling with stimulation on/off. When patient sync'd with patient programmer, it showed stim off. Patient services reviewed with the patient, stimulation expectations and it may take her body time to adjust to settings. Patient reported this was a sudden change in therapy/symptoms. No further complications were reported/anticipated.